Manufacturer narrative:
Based on the info provided and the condition of the returned device, the reported failure to deflate could not be confirmed and the cause could not be determined. A visual inspection revealed that the balloon proximal bond was detached but the balloon distal bond remained intact. The review of the lhr (lot f1006102) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a male pt underwent an interventional right coronary catheterization procedure on (B)(6) 2010. Access was obtained at the common femoral artery via a 6.5f procedural sheath with angiomax on board. A pre-procedural femoral angiogram showed no presence of pvd. Following the procedure, the radiology technologist (rt) who is in training to the mynx procedure, chose the device for femoral arterial closure. There was no report in regards to the steps taken in the deployment of the mynx. It was reported that after the sealant was deployed, the rt deflated the balloon to remove the device from the tissue tract. The balloon would not deflate. The rt attempted to switch to a 20cc syringe but still couldn't remove the device. Reportedly, the rt pulled out the device without deflating the balloon and it was reported that a successful hemostasis was achieved with the mynx. The rt applied an additional 10 minutes of non-occlusive manual compression as a precaution. The pt tolerated the procedure well, was ambulated and discharged to home. There was no pt clinical sequela reported. Update (B)(6) 2011 - per the aci sales professional, hemostasis was successfully achieved after pulling the balloon out with additional minutes of non-occlusive pressure. Update (B)(6) 2011 - per the aci sales professional, the balloon was prepped per the instructions for use (IFU) but no contrast was used. He also stated that the vessel looked normal, the stopcock was opened and the rt was not pinning down and that the balloon would not deflate even when the mynx syringe was exchanged for a larger syringe.